Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the temperature probe was not reading from esophageal probe that was changed. Mss suggested changing the cable out, but nurse could not get the cable from back machine even when another nurse tried. They will place new device and call if it still was not reading.

Event description:
It was reported that the temperature probe was not reading from esophageal probe that was changed. Mss suggested changing the cable out, but nurse could not get the cable from back machine even when another nurse tried. They will place new device and call if it still was not reading. Per follow up via phone on (B)(6) 2022, stated there was patient harm, and patient was able to complete therapy on different device and the patient was not aware of what happened to the device or cable after the patient switched to a new device.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could be ¿sensor wire too weak¿. It is unknown whether the device had met relevant specifications. The product was used for diagnostics and treatment purposes. It was unknown whether the product had caused the reported failure. The device history record review could not be performed without a lot number. The product catalog number and the lot number for this device are unknown. Therefore, bd is unable to determine the associated labeling to review. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text : the device was not returned.